Event description:
During a transfer from bedroom and bathroom in patient's home, the carry bar separated while lifting the patient. Patient (female with cerebral palsy) was admitted to the hospital for observation given the fall and her preexisting condition. The dealer suspected that the spreader bar is being taken in the shower and never disconnected based on substantial soap residue/rust at connection point. The investigation is ongoing.

Event description:
During a transfer from bedroom and bathroom in patient's home, the carry bar separated while lifting the patient. Patient (female with cerebral palsy) was admitted to the hospital for observation given the fall and her preexisting condition. The dealer suspected that the spreader bar is being taken in the shower and never disconnected based on substantial soap residue/rust at connection point. The investigation is ongoing.

Manufacturer narrative:
This follow-up report is being submitted to correct 5-day that was checked in error on the initial report. Instead, only initial box should have been checked.

Manufacturer narrative:
The lift and carry bar were investigated. The invetigation demonstrated the following: the unit has been repeatedly misused and not periodically inspected. The original design is suitable for its intended use; dry environment. The original user manual has instructions for intended use, cleaning and agents allowed, environmental conditions, preventative maintenance schedule the original design, despite submitted to aggressive environmental conditions remained safe and supported load far beyond the minimum safety factors field samplings (58 in total from few sites, all same age, all wet environment) were investigated. No observations of similar corrosion. Min 400h salt spray tests + durability tests 20y + ultimate strength tests. All pass above safety factor.

Event description:
During a transfer from bedroom and bathroom in patient's home, the carry bar separated while lifting the patient. Patient (female with cerebral palsy) was admitted to the hospital for observation given fall and preexisting condition. The dealer suspected that the spreader bar is being taken in the shower and never disconnected based on the substantial soap residue/rust at connection point. The investigation is ongoing.